Event description:
Patient was revised to address disassociation of the insert from the tibial tray and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted product confirmed damage suggesting implant disassociation while in vivo. The investigation found evidence of preferential loading of the femoral component onto the tibial insert. Preferential loading in combination with the reported patient large physical stature ((B)(6)) could be contributing factors to the reported implant disassociation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.